Manufacturer narrative:
(B)(4)

Event description:
The customer received a questionable high result from coaguchek xs meter serial number (B)(4). The result from the meter was 8.0 inr and the result from the laboratory using dade innovin reagent was 5.0 inr. The patient was sent to be rechecked at the laboratory because the meter result was so high. No treatment was received and no changes were made to the medication based on the meter result. There was no allegation of an adverse event. The patient was not anemic, had no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The patient did not have a change in coumadin, no illness, no diet change, no new medication, and no bleeding or bruising. The therapeutic range was 2.0-3.0 inr. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 286319) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 4.1 inr, donor 2 inr: 2.4 inr, donor 1 hct: 48%, donor 2 hct: 42%. Testing results: vial# 00360996 . Donor 1: retention meter with masterlot strips: 4.1 inr , customer meter with customer strips: 4.1 inr. Donor 2: retention meter with masterlot strips: 2.4 inr, customer meter with customer strips: 2.5 inr. Vial# 00361134. Donor 1: retention meter with masterlot strips: 4.1 inr, customer meter with customer strips: 4.2 inr. Donor 2: retention meter with masterlot strips: 2.4 inr, customer meter with customer strips: 2.5 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy. Upon analysis of the meter memory, the results alleged by the customer were not observed on the date specified by the customer.